Event description:
During an ablation procedure, while delivering ablation in the left atrium for a pulmonary vein isolation, the patient became hypotensive and a pericardial tamponade was diagnosed via ultrasound. A pericardiocentesis was performed in order to stabilize the patient. The procedure was then continued and completed. The location of the perforation was not known. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.